Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the brown substance seen in the tubes is dried additive. When a tube breaks, the additive leaks or gets exposed to air and turns to a dark brown color when dried. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® acd solution a blood collection tubes foreign matter was discovered in the tubes. The following information was provided by the initial reporter: we found 1 tray that the inside liquid in some tubes was discolored. Confirmed by complainant, the discoloration/contamination is found on the tubes itself.